Event description:
It was further reported that the patient received inappropriate shocks due to suspected t-wave oversensing (twos) with the rv lead, and lead integrity alert (lia) have triggered for high rate nonsustained episodes and high sensing integrity counter (sic). There were small intrinsic r-waves seen on stored electrograms. In addition, high thresholds were exhibited with the right atrial (ra) lead. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave over-sensing. The lead remains in use. No patient complications have been reported as a result of this event.